Manufacturer narrative:
Continuation of d10: product ID 3889-33, lot# va1w3le, implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the explanation is (B)(6) 2021.

Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot#: va1w3le, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 07-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that there is a bump right by the lead which wasn't there before. Patient said that can feel the bump with she stands up by not when she lies down. Patient said that this was noticed about two weeks ago. Patient also reports soreness in lower back which started about 2-3 weeks ago. Patient said that she typically only experiences lower back pain if she overexerts herself while exercising however patient said she hasn't been exercising. Patient hasn't had any falls or trauma. Patient said does receive massages but not in the area of implant. Patient also mentioned that has been going to a chiropractor for about two years to treat upper back and occasionally the chiropractor will adjust her lower back, said that they know she has the implant. Patient thinks that the chiropractor did adjust her lower back a couple of weeks ago. Patient also mentioned doesn't know if may have arthritis in the area. The patient has a scheduled appointment to see managing doctor for implant in ten days. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported. Additional information was received from the patient. The patient stated that the issue with the bump in the lead was a device malfunction as the manufacturer representative (rep) told the patient. The manufacturer representative (rep) also told the patient that the device will be replaced. The patient stated that the contributing factors was a fall, perhaps. No further complications were reported.

Event description:
Additional information was received from patient reporting that their lead broke from them having a fall back in april in which they didn't realize. The system has since been replaced in (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.